Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left anterior descending artery that had no tortuosity, heavy calcification and was 90% stenosed. During predilatation with the 2.0 x 8 mm nc trek rx, the balloon ruptured at 20 atmospheres for 15 seconds during first inflation. The device was removed from the patient and a second predilatation was performed using a 2.0 x 12 mm nc trek. A stent was placed and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There were no reported adverse patient effects. No additional information was provided.